Manufacturer narrative:
Citation: kislitsina on, szlapka m, mccarthy pm, davidson cj, flaherty jd, sweis rn, kruse j, andrei ac, cox jl, malaisrie sc. Unique technical challenges in patients undergoing tavr for failed aortic homografts. J card surg. 2021 jan;36(1):89-96. Doi: 10.1111/jocs.15176. Earliest date of publish used for event date. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolutr (PMA# p130021, product code npt). Earliest approved product used for product code and PMA. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes after a transcatheter aortic valve replacement (tavr) into a failed aortic homograft or a failed stented aortic bioprosthesis. All data were collected from a single center between january 2015 and december 2017. The study population included 41 patients (predominantly male, mean age 68.2 years). Patients were implant with a corevalve, evolutr or a non-medtronic balloon expandable tavr (no serial numbers provided). Among all patients, adverse events included: increased gradient measurements, migration or dislodgement treated with the implant of a second valve, trivial to moderate paravalvular leak (pvl) and reoperation due to bleeding. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.